Event description:
Caller reported that pump had failed and could not be used or repaired. There was no reported impact to the customer¿s blood glucose level. Caller declined follow-up or additional troubleshooting, so no further action was required.